Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experiencing low blood glucose. The customer¿s blood glucose level at the time of the incident was 34 mg/dl. Their current blood glucose level was 59 mg/dl. They had treated with food. They declined troubleshooting. The device will not be returned for analysis.